Manufacturer narrative:
The freedom driver was returned to syncardia for evaluation. The driver in "as received" condition passed all sections of functional testing with no anomalies or alarms. Additionally, an extended observation run was performed with parameters set to simulate the customer-reported patient condition of hypovolemia, and the driver produced intermittent red alarms, as expected, as a result of cardiac output readings below 3.5 l/min. The driver performed as intended and there was no evidence of a device malfunction. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Event description:
The customer, a syncardia authorized distributor, reported that the freedom driver exhibited intermittent fault alarms while supporting a patient. The customer also reported that the patient was hypovolemic. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact.

Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited intermittent fault alarms, it continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia authorized distributor, reported that the freedom driver exhibited intermittent fault alarms while supporting a patient. The customer also reported that the patient was hypovolemic. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact.